Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call of receiving no delivery alarms even after set change and reservoir change. Customer also reported that insulin pump received a button error alarm and buttons were hard to press. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. Customer declined troubleshooting for no delivery alarm and wanted to see if pump replacement would resolve issue.